Manufacturer narrative:
E. Initial reporter: the initial reporter¿s first and last name are unknown as they were not provided at the time of the report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a re-occurring low reservoir pump alarm occurred after refill. The pump was refilled last week (exact date unknown). The low reservoir alarm was triggered at that point. The healthcare provider had performed the pump refill and had updated the pump. However, a few days later on (B)(6) 2025, the patient noticed a non-critical pump alarm again and informed their healthcare provider. The healthcare provider interrogated the pump on (B)(6) 2025 realizing that the low reservoir alarm occurred again. The clinician programmer software application being used was version 2.0.3283. At the time of the report field action 1440 was discussed and the healthcare provider was advised to silence the alarm according to fa1440. The healthcare provider was also notified that they should call back if their issue is not resolved permanently. No patient symptoms were reported.